Event description:
Attorney alleges that the patient underwent incisional hernia repair with implant of ventralex hernia patch on (B)(6) 2020. It was alleged that the patient had recurrent ventral hernia and displaced mesh, thereby underwent laparoscopic lysis of adhesions with removal of mesh on (B)(6) 2025. During the procedure it was noted that there was falciform, fat and old mesh entering the hernia. Due to the large volume of fat, falciform, and mesh needed to be excised, surgeon elected to open directly over the hernia sac. During this procedure the patient was implanted with a ventralex st. As alleged, the patient experienced additional surgical intervention, adhesion, disability, recurrence and chronic pain. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, adhesions, pain and disability and removal of the mesh. The instructions-for-use supplied with the device list hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.